Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the display was did not return. Customer stated that she was changed the battery multiple times and the pump was not coming on. Customer assisted to performing self-test and the self-test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.